Event description:
It was reported that a 32-year-old american indian or alaskan native female patient underwent a breast augmentation surgery with implantation of a 480cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was dissatisfied with the results of the surgery as she experienced an infection of the left breast with areolar discharge. A biopsy of the left breast areola was performed. As a result, the patient underwent bilateral removal without replacements on (B)(6) 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-06164 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).